Event description:
It was reported during the flow diverter stent implantation with coiling procedure to treat the right internal carotid artery posterior communicating artery aneurysm, the subject flow diverter stent did not open. After manipulating the catheter over the petals of the subject stent, the device was able to open. When the device was tried to be positioned, it was found loose from the pusher wire. The physician captured and removed the device out of the patient vasculature by pushing the intermediate catheter over the subject stent. The procedure was completed with the aneurysm coiling only. There was a surgical delay of 15 minutes and there were no clinical consequences were reported to the patient due to this event.

Event description:
It was reported during the flow diverter stent implantation with coiling procedure to treat the right internal carotid artery posterior communicating artery aneurysm, the subject flow diverter stent did not open. After manipulating the catheter over the petals of the subject stent, the device was able to open. When the device was tried to be positioned, it was found loose from the pusher wire. The physician captured and removed the device out of the patient vasculature by pushing the intermediate catheter over the subject stent. The procedure was completed with the aneurysm coiling only. There was a surgical delay of 15 minutes and there were no clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The device was received. The reported lot number was confirmed from the packaging label. During visual/ microscopic inspection, the stent was not returned and was not attached to the stent delivery wire (sdw). The sdw was found to be intact and no anomaly was noted. The stent introducer sheath was found to be intact and no anomaly was noted. Functional inspection was not required. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that there was no damage noted to the device prior to use and the device was prepared as per dfu for this product. Additional information did not indicate a user related issue. When asked what was meant by ¿fd was loose from the pusher wire¿ the physician stated that he could not manipulate the flow diverter, he was not able to move it neither for- nor backwards. The physician was able to deliver the flow diverter device to the target lesion. The stent delivery system was repositioned maybe 2 times. The flow diverter was recaptured/resheathed back during the procedure probably 2-3 times. The patient¿s anatomy was moderately tortuous. It is unknown if there were any adverse consequences related to this issue but there were no adverse consequences to the patient due to the surgical delay. The anatomical location where the issue occurred was also the intended treatment - right internal carotid artery, near pcom. It is not known if the physician feels that the anatomy and/or location of intended area of treatment may have contributed to the reported event. Product analysis found the stent was not returned and was not attached to the returned sdw which confirms the as reported event of 'stent deployed prematurely during use¿. While the stent was not returned, photographic evidence from the customer confirms the stent was not fully opened on removal from the patient. The photos also showed blood on the stents and both the distal and proximal ends of the stent were not opened as a result, this indicates the blood contributed to the reported event. It is possible continuous flush was not fully maintained to have prevented the blood from impacting the opening of the stent in the patient¿s anatomy. While product analysis of the returned device did not confirm the as reported event of 'stent failed/unable to open (when not implanted)¿ as the device was not returned, photographic evidence of the stent after the procedure did confirm the as reported event. An assignable cause of procedural factors will be assigned to the as reported event of 'stent failed/unable to open (when not implanted)¿ and ¿stent deployed prematurely during use¿ and as analyzed event of ¿stent deployed prematurely during use¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.